Manufacturer narrative:
The evaluation revealed the broken gamma3 long nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An inspection of the nail was not possible because it was not available for investigation. Furthermore no additional information like x-rays or medical records was provided. The customer reported that a non-union of the fracture was detected. The patient¿s weight indicates obesity. Non-unions and obesity are IFU listed adverse effects that can lead to implant failures like breakages. Most likely the nail broke due to both factors (patient related). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The paient was experiencing pain. The nail broke and it was a non-union fracture. Right hip.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The patient was experiencing pain. The nail broke and it was a non-union fracture. Right hip.